Event description:
It was reported that the patient had turned the implantable neurostimulator (ins) off prior to a revision surgery (refer to manufacturing report 3004209178-2013-15694) and it had been turned back on ¿low¿ by the health care provider (hcp) without the patient¿s knowledge. The patient stated that two weeks prior to this report, she had gone to turn stimulation on while at the hcp¿s office and had noticed that one of the programs was gone. The patient stated that she was getting too much stimulation going down her legs and not in her back. It was later reported that the patient had an appointment scheduled to meet with the manufacturing representative on (B)(6) 2013. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was seen by a manufacturer representative and was experiencing normal post lead revision coverage challenges and postural changes in stimulation. It was noted that programming was performed to improve therapy. It was reported that no malfunctions were observed, no further action was planned, and the patient would use the new programs for an ¿extended period of time¿ to determine their efficacy. It was noted that if the patient had any additional problems she would call her doctor¿s office. The patient was receiving effective therapy.

Event description:
Additional information received from a second manufacturer representative reported the patient was reprogrammed and "left fine." It was stated "no malfunctions were reported" and "impedances were all within range."